Event description:
The ge oec 9800 fluoroscopy system would not boot up. The system was removed for service.

Manufacturer narrative:
A ge oec service representative investigated the issue and found that the cmos settings had become corrupt. It was determined that the single board computer (sec) was defective. The sbc was removed and replaced, as well as associated components. Additionally, the display adaptor pcb was also replaced to restore functionality. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported because of this malfunction.